Event description:
Essure implanted only in right fallopian tube and unable to insert in left tube. Several weeks later an attempt was made to insert into the left tube that was unsuccessful. Immediate pain in right fallopian tube and a series of severe life threatening illnesses to follow resulting in pancreatitis and tube feeding and PICC line feeding for several months. Severe heavy vaginal bleeding monthly requiring the use of 4 pads at a time. Two years after the implants was inserted. I was finally approved for surgical removal of my entire fallopian tube. The pathology report confirmed internal bleeding and inflammation in the fallopian tube from the essure device. I have been asymptomatic since the surgery and have gone off 6 of the 7 medication I was taking daily.